Event description:
While using the ace harmonic instrument the machine made a noise and the instrument itself was making a noise and the instrument would not work when foot pedal touched, while detatching the instrument from the handle one side of the open forceps fell off.